Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient did not think that their ins was working. They did not think their device was working as they were peeing on themselves since yesterday. It was stated that they were having spasms again and were peeing all over the floor. It was also noted that they could not increase but could decrease. It was reviewed that the ins could be off. The patient had unit turned off and it was advised that they keep the device on in order for the system to work. Additional information was received from a consumer on 2018-sep-04. It was reported that the patient was ¿really kind of disappointed in the education they received.¿ they never received a quick reference therapy guide. It was noted that they did good until last week and somehow the device got turned off. It was stated that they had stim up higher than they had ever had it and still felt like it was not working; they were up to 3.9 on program 1. It was noted that having the stim up higher was hurting their pelvis. It was mentioned that the device was implanted to treat oab, but that program 2 stimulates their bowels more. It was recommended that they follow up with their healthcare provider to discuss how long they should try each program. One week later the patient reported not having any symptom control since (B)(6) 2018, going through pads 3 times a day again, like they hadn't had the surgery. It was noted that they talked to the nurse at the clinic who put them on program 2 at 3.1 and told them to stay on that setting for 5-7 days. Troubleshooting with the programmer (pp) found that the ins was currently off. They were able to turn it back on and stated that the 3.1 was too strong, so they decreased stim to 2.9, noting that setting was comfortable sitting, standing, and walking. Later that day, the patient reported that the stim level had become uncomfortable, a vibration and pain in their pelvic area. They wanted to conform how to lower the amplitude. They were able to sync and lower stim to 2.8v successfully, reporting that it was now comfortable. It was noted that the situation was resolved. No further patient complications are anticipated or expected as a result of this event.

Event description:
2018-aug-29 (B)(4), (B)(4) (con): information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient did not think that their ins was working. They did not think their device was working as they were peeing on themselves since yesterday. It was stated that they were having spasms again and were peeing all over the floor. It was also noted that they could not increase but could decrease. It was reviewed that the ins could be off; ¿patient had unit turned off,¿ and it was advised that they keep the device on in order for the system to work. It was noted that troubleshooting resolved the reported issue. 2018-sep-04 (B)(4)(con): see general text for omitted info: additional information was received from a consumer. It was reported that the patient was ¿really kind of disappointed in the education they received;¿ they never received a quick reference therapy guide. It was noted that they did good until last week and somehow the device got turned off. It was stated that they had stim up higher than they had every had it and still felt like it was not working; they were up to 3.9 on program 1. It was noted that having the stim up higher was hurting their pelvis. It was mentioned that the device was implanted to treat oab, but that program 2 stimulates their bowels more. It was recommended that they follow up with their healthcare provider to discuss for how long they should try each program. One week later the patient reported not having any symptom control since 2018-sep-06, going through pads 3 times a day again, like they hadn¿t had the surgery. It was noted that they talked to the nurse at the clinic who put them on program 2 at 3.1 and told them to stay on that setting for 5-7 days. Troubleshooting with the programmer (pp) found that the ins was currently off. They were able to turn it back on and stated that the 3.1 was too strong, so they decreased stim to 2.9, noting that that setting was comfortable sitting, standing, and walking. Later that day, the patient reported that the stim level had become uncomfortable, a vibration and pain in their pelvic area. They wanted to conform how to lower the amplitude. They were able to sync and lower stim to 2.8v successfully, reporting that it was now comfortable. It was noted that the situation was resolved. No further patient complications are anticipated or expected as a result of this event. Additional information was received. Patient reported soreness in the vagina. No further complications were noted or anticipated. Additional information was received from the patient. The patient reported the stim was not controlling their symptoms. Their doctor's nurse put in 4 new programs and since december 4, 2018 control of symptoms had been resolved. The patient reported they were currently on program 4 and their symptoms were controlled. The patient reported it had not been controlling symptoms and they were 'peepeeing' all over themselves. They stated they were having some leaking as well . No further complications were reported or anticipated.

Manufacturer narrative:
Event date was updated based upon new information. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.